Event description:
Discovered mold-like growth on large medline restore nitrile gloves with maxoat+ manufacturer response for exam gloves, large medline restore nitrile gloves with maxoat+ (per site reporter).